Event description:
Additional information received reported that the logs confirmed a motor stall. A recovery was also noted. The pump was stalled for about 8 hours. The device was reprogrammed as a result. The issue was noted to be resolved. The cause of the issue was unknown. The patient experienced underdose/flu-like symptoms. The patient¿s status was alive with no injury. The pump was infusing morphine (unknown).

Event description:
It was reported that a motor stall with a motor stall recovery had been confirmed in the event logs. There had been multiple stalls and recoveries with the most recent occurring on the day of the report. The patient had heard the pump alarming quite a few times since (B)(6) of 2015. The patient would occasionally feel like he did not receive the intrathecal drug and then would start receiving it again. It was noted that the patient does welding and it was confirmed that the pump stalled while the patient was welding. The pump was infusing hydromorphone. Additional information received reported that the patient¿s personal therapy manager (ptm) still showed occasional code 8476- motor stall. The patient was not around his welder as previously thought could be a potential electro-magnetic interference (emi). Troubleshooting was going to be performed in the future. The patient was alive with no injury and the time of the report. The patient experienced underdose symptoms. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Event description:
Additional information received reported that the patient had been set to minimum rate infusion mode, and no contact had been made with the patient since. If additional information is received, this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).